Manufacturer narrative:
Investigation results: visual examination of the returned maxforce balloon package revealed that the device was fully sealed in its packaging. The outer packaging had a 13.5cm long scratch on the front of the packaging and upon closer examination, an actual tear was found 1.5cm along the scratch line. The inner pouch also had a 1cm tear at the same site as the tear on the outer pouch. Both tears noted on the inner and outer packaging were consistent with the packaging coming in contact with a sharp object. The noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. Therefore, the most probable root cause of this complaint is handling damage.

Event description:
It was reported to boston scientific corporation that a maxforce balloon was unpacked for a procedure on (B)(6) 2016. According to the complainant, while unpacking the product, the nurse noticed that there was a cut on the packaging of the device, and the sterile packaging appeared to be compromised. There was no patient or procedure involved in this event.

Manufacturer narrative:
(B)(6). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. UDI = (B)(4).

Event description:
It was reported to boston scientific corporation that a maxforce balloon was unpacked for a procedure on (B)(6) 2016. According to the complainant, while unpacking the product, the nurse noticed that there was a cut on the packaging of the device, and the sterile packaging appeared to be compromised. There was no patient or procedure involved in this event.